Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -6.0/1.0/123 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged with a same length lens due to lens damage during insertion on (B)(6) 2023. This resolved the problem.